Manufacturer narrative:
As of today, the above referenced laser console has not been returned; therefore, no physical or visual analysis of the laser console could be performed. However, the console was serviced onsite by a field service engineer (fse). The fse found that the switching module (swm) component was damaged. The switching module (swm) component was returned, and visual inspection did not identify any issues. The swm was replaced, and the issue was resolved, hence, the reported event was confirmed. Therefore, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during a cystoscopy retrograde ureteroscopy with laser lithotripsy procedure to treat renal calculus, the console displayed error code 224 - simmer fail error and it did not clear. There were no patient complications, however, the procedure could not be completed, and the patient was under general anesthesia prior to cancelling the procedure. This event is being reported for an aborted/cancelled procedure with a patient under general anesthesia.

Event description:
It was reported that during a cystoscopy retrograde ureteroscopy with laser lithotripsy procedure to treat renal calculus, the console displayed error code 224 - simmer fail error and it did not clear. There were no patient complications, however, the procedure could not be completed, and the patient was under general anesthesia prior to cancelling the procedure. This event is being reported for an aborted/cancelled procedure with a patient under general anesthesia.

Event description:
It was reported that during a procedure, the console displayed error code 224 - simmer fail error and it did not clear. There were no patient complications, however, the procedure could not be completed. This event is being reported for an aborted/cancelled procedure with a patient under anesthesia or sedation status is unknown.

Manufacturer narrative:
As of today, the above referenced laser console has not been returned; therefore, no physical or visual analysis of the laser console could be performed. However, the console was serviced onsite by a field service engineer (fse). The fse found that the switching module (swm) component and coolant were damaged and needed replacement. The switching module (swm) component was returned and the analysis confirmed that a diode within the switching module was damaged. The swm was replaced, and the issue was resolved, thus confirming the report event. Therefore, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during a cystoscopy retrograde ureteroscopy with laser lithotripsy procedure to treat renal calculus, the console displayed error code 224 - simmer fail error and it did not clear. There were no patient complications, however, the procedure could not be completed, and the patient was under general anesthesia prior to cancelling the procedure. This event is being reported for an aborted/cancelled procedure with a patient under general anesthesia.